Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart error. The customer¿s blood glucose level was 148mg/dl at the time of the incident. The customer stated the pump was beeping due to battery being dead. She stated she had changed the battery an hour ago and she continues to get the alarm even after changing the battery and she also has to reset the time and date. The history also showed low battery and no power alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.